Event description:
Perclose device failure. Sutures failed to deploy properly. Perclose inserted and removed after failure. Manufacturer response for perclose proglide, same (per site reporter). Vendor made aware and picked up defective device.